Manufacturer narrative:
The investigation reproduced the customer¿s results; both samples were provided for investigation. Both showed non-reactive results with another lot of elecsys anti-sars-cov-2. Additionally a rapid assay and an independent in-house assay also showed no signs of antibodies against sars-cov-2 in the provided samples. There is no serological indication of a past sars-cov-2 infection in these samples. Further clarification of the observed discrepancies is not possible with available methods and information and the current state of the art. The customer results are reproducible. There is no indication of a product malfunction.

Manufacturer narrative:
This event occurred in (B)(6). Samples were requested for investigation.

Event description:
The initial reporter complained of discrepant negative results for 2 patients tested for elecsys anti-sars-cov-2 (anti-sars-cov-2) on a cobas 6000 e 601 module compared to a qualitative pcr test. The patients are a married couple. Patient 1 (female) is a nurse working at a hospital. She had symptoms of sinusitis and dizziness and had a positive pcr result on (B)(6) 2020. The pcr result was negative on (B)(6)2020 and (B)(6) 2020. The anti-sars-cov-2 results from the e601 module on (B)(6) 2020 were 0.087 coi (negative) and 0.085 coi (negative). Patient 2 (male) had mild symptoms of fever and had a cough for a couple of days and had a positive result by pcr on (B)(6) 2020. No further pcr testing was performed. The anti-sars-cov-2 result from the e601 module on (B)(6) 2020 was 0.08 coi (negative). The e601 module serial number was (B)(4). The sensitivity of the elecsys anti sars cov 2 assay early after infection is unknown. Negative results do not preclude acute sars cov 2 infection. If acute infection is suspected, direct testing for sars cov 2 is necessary.